Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer state the pump had blank display. The customer states the pump is coming on and off. The customer hung up the call before troubleshoot could be conducted. No further information or assistance provided.